Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer generated false low na and/or false high co2 results over the course of two (2) days ((B)(6) 2011 and (B)(6) 2011). This report is documenting the results generated on (B)(6) 2011. The results were not reported out of the laboratory. When low anion gaps were noticed, the samples were repeated and those results reported. The customer provided the data, but removed the run dates from all results. It is unknown which sample was run on which date. Patient treatment was not affected in this event. This report is related to MDR 2122870-2011-04938 that are being reported on different dates for the similar event that occurred at this customer site.

Manufacturer narrative:
Sample collection data was not provided by the customer. Qc prior to and after the event was within lab-established ranges, but one level of na qc was on the low end of the range on (B)(6) 2011. A field service engineer (fse) was dispatched and a recalibration shifted recovery back to expected ranges. Service also cleaned the cl port and tip.